Event description:
The event is reported as: staples were not forming correctly. No injuries reported.

Manufacturer narrative:
Evaluation: method: other- sample has not yet been returned to manufacturer, therefore, the results of the evaluation of the sample are not complete at time of this report. Conclusion: other - (B)(4) was issued that addresses the issue of staples not forming. If further information is received, a follow-up report will be submitted.